Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient fell on ice and hurt area in back where the implantable neuro stimulator (ins) is. Rep is going to see patient (B)(6) 2018 to check implantable neuro stimulator (ins). X-ray film taken to see where the leads are. The issue has not been resolved at this time. No surgical intervention occurred or unknown if intervention is planned. Patient is alive. No further patient symptoms or complications were reported in this event. Additional information received from the representative. It was reported that the lead didn't appear to have migrated but they noted that there was no prior image to compare it to. New programming was performed to achieve the desired stimulation coverage and the representative noted that the pain had been resolved. No further complications reported.